Event description:
A customer reported that the sys displayed an error message and the sys locked during a procedure. The sys was rebooted; however, an alternate photocoagulator was used to complete the case. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).